Manufacturer narrative:
(B)(4). Batch # p94h3j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the output of power was very weak, so tissue couldn't cut properly. Then, after 10th activations, the tissue pad detached from the blade. Patient consequence was unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2018. Batch number is p94e7e. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found that was unrelated to the reported event was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.